Event description:
The information provided by the local distributor indicates: hospital name: (B)(6) hospital, surgeon name: dr. (B)(6), date of initial surgery: on (B)(6) 2023, body part to which device was applied: thighbone, surgery description: fracture treatment, problem observed during: clinical use on patient/intraoperative, type of problem: device functional problem. Event description: "two weeks after surgery on the femoral condyle using a chimeric nail, an x-ray confirmed that the lag screw appeared to be retracted. The doctor said that the condition of the repair did not look good either. Since all the equipment is in the patient, we are unable to send the actual item". The complaint report form also indicates: the device failure had adverse effects on patient, the initial surgery was completed with the device, the event did not lead to a delay in the duration of the surgical procedure- an additional surgery was not required, copies of the operative reports are not available, copies of the x-ray images are available, product is not available for return, patient current health condition is under investigation. On november 14, 2023, orthofix received the following additional details: male patient, 68 years. Since the patient is bedridden, the surgeon is waiting for the bone healing in the current state. Distributor ref: (B)(4). Orthofix ref: (B)(4).

Manufacturer narrative:
Analysis of historical records: orthofix checked the internal records related to the controls made on the device code 99-t93705, batch: b1390020 before the market release. No anomalies have been found. The original lot, manufactured in 2019, was comprised of (B)(4) devices. All of them have already been distributed to the market. According to orthofix historical records, no other notifications have been received from this specific device lot. Technical evaluation: a technical evaluation of the device involved was not possible, as the device is currently in use by patient. The technical evaluation will be performed should the device become available. Medical evaluation: the information made available on the event was evaluated by our medical director. Please find below an extract of the medical evaluation performed. "A lack of pre-operative, intra-operative and lateral images limit the assessment. Notwithstanding the suboptimal reduction and lag screw placement being high and in varus, there is at what is presumed on the 2-week image a degree of expected fracture collapse and unexpected backing out of the lag screw. There are two possibilities. Either, the lag screw was not locked appropriately into the nail. The operative technique states as a warning that: "the lag screw is fully locked into the nail when further rotation of the lag screw is not possible". This may be different to other lag screw techniques (cf dynamic hip screws). Or, that the locking mechanism failed. As we currently do not have any component of the device (still implanted) it is difficult to comment or speculate further. The consequences of the lag screw backing out are variable and go from eventual union (delayed union) to non-union and the requirement of revision surgery. The lag screw may fully dissociate from its sliding length and come loose at the lateral aspect of the femur". Conclusion: a technical evaluation of the device involved was not possible, as the device is currently in use by patient. The technical evaluation will be performed should the device become available. Based on the information available on the event, it was not possible to finalize the investigation and determine the root cause of the event notified. The analysis of the historical data evidenced that no other notifications have been received on devices belonging to the same lot. Should further information and/or the device involved become available, orthofix will re-open the investigation. Orthofix continues monitoring the devices on the market.

Manufacturer narrative:
Analysis of historical records orthofix checked the internal records related to the controls made on the device code 99-t93705 batch b1390020 before the market release. No anomalies have been found. The original lot, manufactured in 2019, was comprised of 19 devices. All of them have already been distributed to the market. According to orthofix historical records, no other notifications have been received in regards to this specific device lot. Technical evaluation a technical evaluation of the device complained is not possible as the device is currently in use by patient. The technical evaluation will be performed as soon as the devices become available. Medical evaluation the information made available on the case will be sent to our medical evaluator. A summary of the medical evaluation will be provided once available. As soon as the results of the investigation are available, orthofix srl will provide a follow up report. Orthofix srl continues monitoring the devices on the market.

Event description:
The information provided by the local distributor indicates: - hospital name: (B)(6) hospital. - surgeon name: b)(6) dr. - date of initial surgery: b)(6) 2023. - body part to which device was applied: thighbone. - surgery description: fracture treatment. - problem observed during: clinical use on patient/intraoperative. - type of problem: device functional problem. - event description: "two weeks after surgery on the femoral condyle using a chimeric nail, an x-ray confirmed that the lag screw appeared to be retracted. The doctor said that the condition of the repair did not look good either. Since all the equipment is in the patient, we are unable to send the actual item". The complaint report form also indicates: - the device failure had adverse effects on patient . - the initial surgery was completed with the device. - the event did not lead to a delay in the duration of the surgical procedure- an. Additional surgery was not required .- copies of the operative reports are not available. - copies of the x-ray images are available. - product is not available for return. - patient current health condition is under investigation. On november 14, 2023, orthofix received the following additional details: - male patient, 68 years. - since the patient is bedridden, the surgeon is waiting for the bone healing in the current state. Distributor ref: (B)(4). Orthofix ref: (B)(4).